Event description:
It was reported that this patient has a history of cervical cancer and presented for radiotherapy treatment. Upon device review, instances of high, out of range shock impedance (>125 ohms) was seen from this right ventricular (rv) lead. Boston scientific technical services were contacted and discussed that there were no obvious signs of lead impairment. The physician elected to reprogram the alerts of the device and continue with remote monitoring. The rv lead remains implanted and in service.